Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensory system. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self -test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had a cracked battery tube threads, reservoir tube lip and minor scratched display window.